Event description:
Patient had an endeavor sprint drug-eluting stent implanted in the 3rd lpl on the day of the index procedure. Approximately 14 months post index procedure, patient death occurred. Cause of death was reported as unknown. The investigator reported that the event was not related to the study stent

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death). Conclusions: inherent risk of procedure - (death). (B)(4).